Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing additive with the incident lot was observed. Evaluation of the customer samples was performed and tubes without additive were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for missing additive with the incident lot was observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated.

Event description:
It was reported that before use of the bd vacutainer® fluoride tube there was no fluoride in the tube.

Manufacturer narrative:
Additional information: this supplemental is to report the CAPA number is (B)(4).

Event description:
It was reported that before use of the bd vacutainer® fluoride tube there was no fluoride in the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® fluoride tube there was no fluoride in the tube.

Event description:
It was reported that before use of the bd vacutainer® fluoride tube there was no fluoride in the tube.

Manufacturer narrative:
Additional information: h.7. Remedial action required: this information is associated with field action # 2243072-05/09/2019-008-r. Recall summary: bd is conducting a voluntary medical device recall for the bd vacutainer® . Fluoride tubes for blood alcohol determinations, catalog# 367001, lot #8187663. The recalled lot has been confirmed to have no additive within the tube. Product and scope: bd vacutainer® fluoride tubes for blood alcohol determinations. Description of issue: the recalled lot has been confirmed to have no additive within the tube (see investigation summary below for scoping details). Bd pas identified this issue thru the bd complaint investigation system. Summary table of the # of complaints and mdrs in scope: per 806 # 2243072-05/09/2019-008-r dated june 28, 2019, there were a total of 2 complaints and 2 mdrs within scope: complaint: (B)(4) / MDR: 1917413-2018-04055. Complaint: (B)(4) / MDR: 1917413-2018-04112. Hhe summary: the defect for this product is relatively visible, and following clsi recommended clinical practice, the product would be inspected prior to use and not be used for testing. However, if the defective product was used for testing it is crucial to be able to state with confidence that a reported amount of alcohol was, in fact, present. If collected and tested, the tubes lacking the additives, will essentially yield a clotted sample that would be rejected. If these samples did get tested, literature states that samples without this preservative have yielded reliable results for samples stored at room temperature (25oc) for 2 days. The patient would be treated based on their clinical picture as per clinical practice, regardless of the result when the patient's clinical status is assessed. In case the clotted samples were not rejected and serum was inadvertently tested after 2 days, there may be a remote chance of erroneous results, however treatment is not dependent on the result. Also, the chance of blood alcohol testing after two days is unlikely. Since alcohol results from serum samples lack forensic value, clotted samples would not be suitable for testing due to the absence of a reliable conversion factor from serum to whole blood. Therefore, the results could not be used for legal reasons. The overall health risk associated with this defect is considered very low. Investigation summary: DHR review was performed and found no issues with the product in scope. Evaluation of 200 total complaint samples visually confirmed ¿incorrect additive quantity¿. Additionally, 100 retain samples from lot 8187663 were evaluated, these samples did not indicate ¿incorrect additive quantity¿. All process and final inspections comply with specification requirements. Subsequently, video footage at the filling operation was reviewed, it was confirmed that a 300 tube batch tray was inadvertently removed from the line prior to the powder filling dispensing operation, this unfilled tray was then placed onto a pallet with powder filled product. Bd pas has initiated CAPA 842998 to further investigate this issue and implement corrective actions. Recall reference #, either bd internal or res/z#: please reference bd recall # (B)(4).